Manufacturer narrative:
Concomitant product(s): a 6947m62 lead, implanted: (B)(6) 2013; 5076-45 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an downgrade procedure, it was noted that there was no capture at maximum output on the left ventricular (lv) lead. The lv lead was capped. No patient complications have been reported as a result of this event.